Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 28may2020 investigation ¿ evaluation a representative from (B)(6) hospital informed cook of an incident involving a ultrathane mac-loc locking loop multipurpose drainage catheter. On (B)(6) 2020 the device was leaking around the hub. This occurred during initial placement. The device was removed and replaced with a new device. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one 10.2 fr ult catheter to cook for investigation. Physical examination of the returned device showed no visible damage and biomatter present. The catheter was returned with the blue flexible stiffener inserted and the locking lever in the unlocked position. A leak test was performed and confirmed no leakage. The distance between the cap and the hub was measured and determined to be within specification. Appropriate inner and outer dimensions were taken of the device and confirmed the device to be manufactured within specification. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the product were review for information relevant to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed for the lot. The DHR revealed no related nonconformances. Additionally, a complaints database search was conducted for the provided lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. There is no evidence to suggest the device was manufactured out of specification. Based on the information provided, inspection of the returned product, and results of the investigation, it was concluded the cause is traced to a component failure without manufacturing or design deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: rt. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for a "direct trocar stick of an anterial ventral wall seroma" procedure. The operator reported that upon placement the device was leaking around the hub, "specifically out of the locking mechanism and around where the drain comes into the threaded hub fitting." The device was removed and another similar device was utilized to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.